Event description:
The physician made several attempts to deploy the coil into the aneurysm without success. The physician was in the process of removing the coil under fluoroscopy when it was noted that the coil had detached and a small portion of the coil was protruding from the aneurysm neck. The protruding portion of the coil was deemed by the physician not clinically significant enough to treat. There was no reported clinical consequence to the patient.

Event description:
The physician made several attempts to deploy the coil into the aneurysm without success. The physician was in the process of removing the coil under fluoroscopy when it was noted that the coil had detached and a small portion of the coil was protruding from the aneurysm neck. The protruding portion of the coil was deemed by the physician not clinically significant enough to treat. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Visual inspection of the returned device confirmed the proximal contact was bent. No other anomalies were noted. Review and analysis of all available information failed to indicate a root cause.